Event description:
It was reported that following the electronics performance indicator (epi), an alert was received by the clinician, and the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The concern of premature discharge of battery seen through electronics performance indicator was confirmed. The device was received with normal telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal ranges. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.